Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia on (B)(6) 2021. Customer had low blood glucose levels of 3.0 mmol/l at the time of admission. Customer had current blood glucose levels of 7.7 mmol/l. Customer was treated with food and glucose tablets. Customer reported symptoms related to their low blood glucose levels included headache and shaking. Customer was treated with glucagon at the hospital. Customer was assisted with troubleshooting. Customer does not allege that the insulin pump was over delivering the insulin. Customer reported that the programming was accurate. Customer was advised to disconnect from the insulin pump and reservoir. Customer reported that the reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump will not return for analysis.